Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 11-may-2023. [Additional information]: on 11-may-2023, additional information was received. The information indicated that the location of the aneurysm being treated was the middle cerebral artery (mca). When the stent was removed from the patient¿s anatomy, it was still on the delivery wire. There was no damage on the stent / stent delivery system. Nothing unusual was noted about the stent prior to use. A continuous flush had been maintained through the microcatheter. Prior to the reported issue with the stent, no other device went through the microcatheter. There were no visible kinks or other damages observed on the microcatheter. The replacement stent was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). There was no allegation of patient injury due to the alleged product issues. The physician did not consider the 1 hour procedure extension to be clinically significant. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00266. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages were observed. A microscopic inspection was performed on the entire length of the device and the microcatheter was observed to undamaged (i.e., no kinks, no bends, and no compressed areas). The inner diameter (ID) and outer diameter (od) of the device were measured and confirmed to be within specifications. The microcatheter was flushed using a lab sample syringe. After flushing, a lab sample guidewire 0.04572 cm (0.018 inches) was inserted into the microcatheter. The guidewire was advanced until it exited out from the distal tip of the microcatheter without any noticeable resistance. Although the functional test could not be performed with the concomitant 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device due to the deployment of the stent component, the guidewire was able to pass through the entire length of the microcatheter, and no resistance or friction was felt. Additionally, no damages were found on the microcatheter that could have contributed to the issue encountered during the procedure. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the reported issue documented in the complaint related to the microcatheter was not confirmed. A review of manufacturing documentation associated with this lot (30930690) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following cautions: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Do not attempt to use microcatheters without flushing first to hydrate the coating. Failure to do so may compromise the coating and lubricity of the catheter. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00266 and 3008114965-2023-00267. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, the stent, a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 7212915) was impeded in the distal end of the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30930690) and could not be advanced further. The physician removed the microcatheter and the stent from the patient¿s anatomy and replaced the devices to complete the procedure. It was reported that the procedure was prolonged by approximately one (1) hour. There was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30930690) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Catheter obstruction during intracranial vascular stent placement and loss of microcatheter target position in the intracranial setting are known issues. Loss of microcatheter target position in the intracranial vasculature will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, and/or ischemia/infarct. There are clinical and procedural factors including aneurysm/vessel characteristics (i.e., tortuosity, stenosis), device selection, device interaction, and operator technique that may have contributed with no indication of a design or manufacturing issue, nevertheless, the event meets reporting criteria as a ¿malfunction¿ under 21 cfr 803. Moreover, although not referred if clinically significant, the reported event resulted in prolongation of surgical procedure. The file will be re-reviewed if additional information is received at a later date. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00266. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 26-may-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00266 and 3008114965-2023-00267. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.